Event description:
Information received indicated that during the tunneling procedure an extension broke near the connector; "this event occurred during the tension". The extension was replaced without any problem. The serial number of the extension however is unknown because during the procedure two extensions were used and only one extension broke. It was therefore impossible to identify which one was broken. No pt complications were reported. Refer to medwatch report# 6000153200801114.